Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap sigma, the stapler did not triggered completely and the clamps were not formed correctly. Surgery was finished with a new stapler. No harm to the patient.

Manufacturer narrative:
(B)(4). Batch number: n5520w. Investigation summary: the analysis results found that the ats45 device was returned with the articulation gear teeth damaged and with a tr45w cartridge reload loaded on the device. The reload was returned unfired. No functional test was performed due the condition of the device. The damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.